Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph "10 md/cc" at 0.5 mg/day. The indications for use were non-malignant pain and degenerative disc disease. The medication concentration and daily dose had been lowered significantly. The patient (who was still in the hospital after a pump and catheter replacement on (B)(6) 2016) passed away on (B)(6) 2016. After the pump and a catheter replacement, the new system was "treated as a new pump implant." Good csf flow was confirmed. In recovery, the patient was alert and communicated with the health care provider (hcp) and manufacturing representative. The hcp visited her at 6pm on (B)(6) 2016, and she was okay; she complained of procedural pain. The hcp received a phone call around 3am on (B)(6) 2016 informing him that the patient coded, and he rushed to hospital. Later in the day, the patient passed away. The cause of death was not determined. [See MFR. Report: 3004209178-2016-11991 for details on pump/catheter replacement].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.